Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: after follow-up it was confirmed that device won't be available for evaluation as the products are still implanted and the revision surgery was not yet performed. Event description of rod breakage post op was confirmed via the x-rays taken. Complaint history analysis: (B)(4) previous records for similar issue. Out of the (B)(4) pers received in 2011, at least (B)(4) were affecting rods that have been put in place for over one year meaning potentially submitted to iteration of stresses. When study was possible no raw material issue was detected. Risk assessment: revision surgery will need to be performed in order to repair the failure and replace broken rod. Conclusion: no definitive conclusion can be drawn in this case due to the lack of information and no product return. In this specific case, both rods were likely submitted to the same kind of constraints and yielded similarly likely explaining this issue can be caused by fatigue solicitations. Without inspection it is impossible to determine the failure cause. Should any additional relevant information be made available in the future this will be reported as supplemental.

Event description:
On (B)(6) 2011, the patient underwent the surgery with the xia lp for the compression fracture of l1. The problem was not seen in the diagnostic imaging in (B)(6) 2012. On (B)(6) 2012, when the surgeon confirmed x-ray, the rod was broken (right-and-left both sides). Although the patient does not have a pain now, the surgeon is planning the revision surgery. The surgeon requested the investigation of the broken rod.